Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching and critical battery alarms with four batteries. Log file review noted a controller power up and an associated pump start event indicating a loss of power to the controller. It noted that the loss of power appeared to be associated with the disconnection of the controller ac adapter from the controller while replacing three of the batteries. The batteries were exchanged. It was later reported that the patient had continual power switching despite the battery changes. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) was not returned for evaluation. Six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4), as well as premature switching events due to momentary disconnections involving (B)(4). However, no critical battery alarms were noted in the log files. Log file analysis revealed a controller power up event on (B)(6) 2018 at 05:45:47. The data point prior to the loss of power revealed that an ac power adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 51% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 8 seconds. As a result, the reported power switching, and loss of power events were confirmed. The reported critical battery alarm could not be confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon log file review, it was also noted that the batteries had experienced communication errors.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving bat553937, bat554043, bat590886, bat554349 and bat553927, which is indicative of a communication error between the controller and batteries. Further analysis revealed several premature power switching events that were due to momentary disconnections involving bat553937, bat554043, bat590886, bat554349, bat553927 and bat554039, as well as premature power switching events due to communication errors involving bat553937, bat554043, bat590886 and bat553927. However, no critical battery alarms were noted in the log files. Analysis of the event log file revealed a controller power up on (B)(6) 2018 at 05:45:47. The data point recorded prior to the loss of power revealed that an adapter was connected to power port one and bat554043 was connected to power port two with 51% rsoc. The data point recorded after the loss of power revealed that bat590886 was connected to power port one and bat554043 was connected to power port two. The controller was without power for 8 seconds. As a result, the reported communication error, premature power switching and loss of power events were confirmed. The reported critical battery alarms, however, could not be confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. (B)(4) was initiated to capture events involving the controller losing power. An internal investigation was opened to investigate the momentary disconnects. Additional products: battery / bat553937 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / bat554043 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / bat590886 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / bat554349 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / bat553927 d10: yes, return date: 2018-07-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / bat554039 d10: yes, return date: 2018-07-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-04-30 h5: no h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-04-30 h5: no h6: device code(s): c63030 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 battery / (B)(4). D10: yes, return date: 2018-05-30 battery / (B)(4). D10: yes, return date: 2018-05-30 battery / (B)(4). D10: yes, return date: 2018-05-30 battery / (B)(4). D10: yes, return date: 2018-05-30 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that power switching continued with two batteries. The batteries were exchanged.

Manufacturer narrative:
Correction for section: h10. The controller was not returned for evaluation. Six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error between the controller and batteries. Further analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(6) , as well as premature power switching events due to communication errors involving (B)(6) . However, no critical battery alarms were noted in the log files. Analysis of the event log file revealed a controller power up on (B)(6) 2018 at 05:45:47. The data point recorded prior to the loss of power revealed that an adapter was connected to power port one and (B)(6) was connected to power port two with 51% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 8 seconds. As a result, the reported communication error, premature power switching and loss of power events were confirmed. The reported critical battery alarms, however, could not be confirmed. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. (B)(4) was initiated to capture events involving the controller losing power. An internal investigation was opened to investigate the momentary disconnects. Additional products: battery / (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(6) d10: yes, return date: 2018-07-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery / (B)(6) d10: yes, return date: 2018-07-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.